Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was able to visually confirm the indicated issue. The root cause cannot be determined as the batch is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Account-mckesson medical surgical. Sku # unknown. Item description: unknown. Lot # unknown. Quantity: 1 each. Country: USA. Incident description-I am writing to formally report multiple instances of defective bd needles that we recently encountered during botox administration at our clinic. Upon inspection, several of the needles exhibited a small notch or bump along the shaft. Unfortunately, this defect was only discovered after use, when multiple patients reported significant pain and discomfort during injection. In several cases, patients experienced bruising and dissatisfaction due to the painful injections. After identifying the cause, we examined additional needles from the same batch and found that the defect was present on multiple units. As a result, we had to discard several pre-drawn expensive botox syringes, leading to both product waste and treatment delays. We rely on bd products for their quality and safety and have not previously encountered this type of issue. We kindly request that you investigate this matter urgently. Please advise on the appropriate steps for returning the defective needles for inspection and replacement. Additionally, we would appreciate any information regarding potential batch issues or recalls. Please confirm receipt of this complaint and advise on the next steps. We would also appreciate information regarding compensation or replacement for the defective products and wasted materials. Thank you for your prompt attention to this matter. We look forward to your response and a resolution. Note-please find attached for additional information.